Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a sensor with a bent needle. The customer also reported that the sensor adhesive gave him a skin infection or allergic reaction. Blood glucose level at the time of the incident was not provided. The customer was advised to call back if the sensor issue persisted. The sensor was not replaced or returned for analysis.